Event description:
Orthopedic surgeon was pushing pins in on a total knee implant when the universal hand piece (pusher) broke. Both pieces of the instrument were removed from the surgical field. There was no patient harm.